Event description:
Customer reported that the tubing of the b9027 extension set separated from the male luer at the insertion point. Occurred twice on a patient with a double lumen central line. Patient had an abbott pump and tubing with tpn and morphine infusions. Patient had reported to the nurse that the tubing came out of the luer when she vomited. No patient injury.